Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer encountered a motor error alarm. It was reported that the motor error had occurred four times in the last thirty days. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device. The device is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The insulin pump was unable to confirm prime anomaly due to motor error alarm. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.